Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that the pump began to run to deliver the scheduled dose and after 15 minutes it alarmed that the residual volume was empty. Settings were reviewed and it was determined that the bag was full of medication. The patient was not able to restart the pump and according to the reporter the patient would go to the clinic the following day for a refill. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer as it does not necessarily indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d1: correction: brand name: cadd prizm vip pumps.